Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: kit bd max ext enteric bacterial panel " the bd max tested positive for vibrio spp. In 7 samples of the 371 series. This customer is complaining about vibrio false positive results with the kit bd max ext enteric bacterial panel. We suspect a plate drift issue, the curves are drifting, particularly in rox and vic channel."

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: kit bd max ext enteric bacterial panel " the bd max tested positive for vibrio spp. In 7 samples of the 371 series. This customer is complaining about vibrio false positive results with the kit bd max ext enteric bacterial panel. We suspect a plate drift issue, the curves are drifting, particularly in rox and vic channel."

Manufacturer narrative:
H.6. Investigation: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving false positive on vibrio on bd max enteric bacterial panel on 7 samples on one run. Field service was dispatched. Field service renormalized the reader. Instrument was returned to the customer functional. Complaint is confirmed. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. H3 other text : see h.10.